Manufacturer narrative:
(B)(4). Unique device identifier: (B)(4). The event occurred in (B)(6) the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the acetabular liner would not assemble with a mating acetabular cup, resulting in a 15 minute delay. The surgery was completed with another liner. No further information has been made available at this time.

Manufacturer narrative:
The following report is submitted to relay corrected and additional information received. The complaint sample was evaluated and the event is confirmed. Visual inspection shows the liner was damage due to impaction and shows nicks, gouges and scratches. DHR was reviewed and no discrepancies relevant to the reported event were found. A root cause cannot be identified with the information that was provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The additional information contained within this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.